Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that sense ability oversensing was observed on the device. The patient was stable.

Event description:
New information received notes that post-paced t-wave oversensing was observed during a routine clinic follow up. Programming changes were made. The patient was stable.